Event description:
A pneumothorax was identified following a galaxy-assisted biopsy procedure performed for a lesion in the left upper lobe. A chest tube was inserted, and the patient was admitted for overnight observation before being discharged the following day. No further complications or interventions were reported. No malfunctions were reported. Attempts to gather additional patient demographics were unsuccessful.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned for investigation as it was discarded; manufacturing records confirmed the device passed final qa/qc prior to release. Video review identified no use errors or system malfunctions. The physician intentionally breached the parenchyma to improve access to a peripheral lesion, and rebus and biopsy tools were advanced under deliberate control without excessive bleeding or abrupt scope movement. Later in the procedure, patient movement consistent with coughing was observed as anesthesia wore off, at which time no tools were extended and no visual signs of acute injury were present. The physician did not attribute the pneumothorax to the galaxy system and stated it was most likely related to patient coughing. Video review supports this assessment, and the pneumothorax is most consistent with cumulative tissue stress from biopsy combined with patient coughing rather than device-related factors.